Manufacturer narrative:
Device evaluation: the lens was returned in a vial. Visual inspection of the returned product found no visible damage to the lens. There was evidence of clear residue on the lens. Claim # (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -14.5/+2.5/88 diopter, into the patient's left eye (os) on (B)(6) 2016. On (B)(6) 2017, the lens was exchanged with a shorter lens due to excessive vault. The problem was resolved. As of the date of MDR submission, the lens has not been returned.

Manufacturer narrative:
Device evaluation: the lens was returned in a vial. Visual inspection of the returned product found no visible damage to the lens. There was evidence of clear residue on the lens. Claim # (B)(4).